Manufacturer narrative:
Ref # (B)(4). Post market vigilance (pmv) led an evaluation of one gia 60-3.8 single use reloadable stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that, during a gastrointestinal pediatric procedure, there was a staple line content leak. The visual inspection of the instrument displayed no damage. A representative pmv 60-2.5 sulu was used to perform functional testing as no sulu was received from the account. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the staple line was properly formed. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should additional information be received, the investigation will be reviewed and amended as needed.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, surgeon stated that she used the stapler on the patient's bowel. She went back to check the staple,line and found that it was oozing or leaking. She had to reinforce the staple line with suture. No patient injury. No user involvement. No user injury.